Event description:
Insulin drip infusing via IV pump. Rate set at 22cc/hr. Tenty minutes after infusion began it was noted that almost all of a 250cc bag had infused. The rate on the pump was noted to be at 822cc/hr. The patient had a large overdose of insulin requiring the administration of d50 IV and frequent fingersticks for glucose monitoringinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.